Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead had high thresholds. The physician attempted to reposition the lead but could not advance it to the apex. The lead was removed and replaced. No patient complications were reported as a result of this event.